Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a certificate of death documenting that the patient recently implanted with this pacemaker system had passed away. The documented cause of death was complications from pacemaker insertion, including atrial lead perforation and pericardial effusion. Another cause of death listed was bradycardia. The patient had other significant conditions contributing to death, including hypertension. The date of death occurred twelve days following the implant procedure. The patient's place of death was in a hospice home. The receipt of this death certificate was the first boston scientific became aware of the adverse event resulting from the implant procedure and the patient's subsequent death. Our records indicate the atrial lead was attempted and not implanted, but there was no report of a lead perforation at that time. The boston scientific sales representative was notified and confirmed he was not present for this procedure and was never made aware of any adverse events following the procedure. The product was not returned to boston scientific.